Event description:
It was reported that during implant procedure scuff and cut noted on patient's new right ventricular (rv) lead. The lead was not installed, and a new lead was placed. On the new lead minor scuff was noted. The lead was repaired with lead repair kit and implanted during procedure on (B)(6) 2024. The patient was stable.